Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information including x-rays and medical records was not made available either. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, patient experiencing hip pain.